Event description:
Boston scientific received information that during the implant procedure, the thresholds on this right ventricular (rv) lead increased greatly. The lead was successfully repositioned and a perforation of the right ventricular heart wall was found at the first lead position. The patient was taken to the operating room to relieve the cardiac tamponade. No additional adverse patient effects were reported.

Manufacturer narrative:
The rv lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.